Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The device was not returned to the manufacturer for inspection. We are currently seeking further information regarding this event. The rt225 infant breathing circuit instructions for use indicates the correct breathing circuit setup with the water trap positioned lower then the patient. We will provide a follow up report with the results of our investigation.

Event description:
A healthcare facility in another country, reported that, due to the position of the water trap in the breathing circuit setup, there was excessive condensation in the breathing circuit that built up in the expiratory valve of the ventilator. It was also reported condensate entered the patient's airway causing desaturation. The severity of the desaturation was not reported.